Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service and was deemed non-reportable. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: - " o2 sensor calibration needed " shown on screen - performed o2 sensor calibration test not passed, o2 sensor need to be replaced. - " battery 1: replacement required " shown on screen patient was not affected as it occurred during startup.

Event description:
The following was reported to hamilton medical ag: " o2 sensor calibration needed " shown on screen. Performed o2 sensor calibration test not passed, o2 sensor need to be replaced. " battery 1: replacement required " shown on screen. Patient was not affected as it occurred during startup.

Manufacturer narrative:
Replaced o2 sensor with new one and it solved the problem. Performed preop check all test passed. Battery need to be replaced. Checked the unit found working ok. Hamilton medical ag case number is: (B)(4).